Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." The device was not returned.

Event description:
It was reported that when the foley catheter was removed, the balloon was not smooth and could not be completely eliminated. It was stated that there was still 1 to 2ml in the balloon. It was mentioned that the customer cut off the catheter.